Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured after more than 3 inflation. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in the good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination pf the balloon material identified no damages. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon liquid leaked out through a pinhole in the balloon. The pinhole leak was located proximal to the distal markerband. No issues were noted with the balloon which could potentially have contributed to the hole. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured after more than 3 inflations. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in the good condition post procedure.